Event description:
It was reported that during a craniotomy for tumor excision, the device was overheating and the burr was wobbling when inserted. At the time of the report, patient impact details are unknown. Additional information received stated that there was no patient impact.

Manufacturer narrative:
H3: product analysis: evaluation of the device could not determine over heating. However, it was noted that the tip bearing was damaged or broken, due to which the tool could not be inserted. The device also had scratches, markings were faded, and temperature test could not be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.